Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. On the same day, the patient suffered peri-operative mi. The patient was treated with medication. The event is unresolved. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
The patient has previous medical history of hypertension, diabetes, and previous pci. The index procedure was prompted by stable angina. The patient recovered. If information is provided in the future, a supplemental report will be issued.